Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination of the device identified an outer sheath break approximately 30mm distal from the distal end of the t-connector. The stent was partially deployed by approximately 30mm. The investigator was unable to reconstrain the rest of the stent due to the outer sheath break. A visual and microscopic investigation identified no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft separated, and the stent was not fully re-constrained during withdrawal. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right subclavian artery. A 10.0-37 carotid wallstent self-expanding was selected for use. During the procedure, upon releasing the stent, it was noted that the delivery shaft was separated from the stent. The stent was not fully re-constrained during withdrawal. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to retrieve the device status, but further information was unable to be obtained.

Event description:
It was reported that the shaft separated, and the stent was not fully re-constrained during withdrawal. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right subclavian artery. A 10.0-37 carotid wallstent self-expanding was selected for use. During the procedure, upon releasing the stent, it was noted that the delivery shaft was separated from the stent. The stent was not fully re-constrained during withdrawal. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable.